Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "noticed the heart rate dropped below the low rate setting" and "noticed his hr at 60" beats per minute. The implantable pulse generator (ipg) system remain in use. No further patient complications have been reported as a result of this event.